Event description:
It was reported that during an iliac vein intervention procedure, the distal tip of the peripheral imaging catheter had broken off. During introduction of the imaging catheter over the wire into the sheath, the tip detached. The catheter had not been introduced into the sheath/pt. The case was completed with another of the same device.